Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported the trial patient¿s leads fell out in the shower. It was noted the patient had not followed-up and could not be gotten a hold of. It was reported the patient was scheduled for a trial and lead pull three days later, but did not show up. It was noted the patient was told not to shower during the trial.